Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial air alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to the presence of air, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback as air was visible in circuit indicating the cycler alarmed appropriately. The source of the air was not apparent to the operator and the disposable cartridge was not available for eval. The exact cause of the air could not be determined. The user's guide provides adequate instructions for troubleshooting air alarms. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified and will review the event with the pt/operator and determine if the use of heparin will need to be started. Nxstage medical considers this report closed. No add'l info will be provided.